Event description:
A report was received that the patient underwent a pocket revision, due to charging difficulties. The patient lost a lot of weight and the ipg had flipped making it difficult to charge. The patient was reportedly doing well after the revision.

Manufacturer narrative:
Patient's age and birthdate not reported. Patient's weight not reported. Device remains in patient. This is a final report.